Event description:
--

Manufacturer narrative:
It was later reported that the lead and device were both explanted and will be returned for analysis. The product was returned and detailed analysis is pending. Upon return to our quality assurance laborator, the device underwent detailed analysis. Visual examination noted no irregularities on the header nor on the surface of the device. The device was then exposed to and passed simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. In conclusion, the device was functioning normally and it was within specification. The high pacing impedance, sensing problem, and loss of capture observations were not due to device related problems but possibly due to external lead related issues.

Manufacturer narrative:
Resolution was requested from the field, however, nothing further has been provided. Should additional information become available this event will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator detected impedances >2000 ohms and loss of capture on this defibrillation lead. Sensing had decreased from 9 mv to 3.8 mv. There was no noise present. Technical services discussed possible causes and advised further follow up with the physician. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
The field representative later reported that this clinic checks their own patients' devices and was not aware of this issue nor the resolution.